Manufacturer narrative:
Upon visual inspection, the fracture condition was confirmed. Damage in the hex was also observed. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. The device history record for the screw could not be reviewed as no lot number was provided. A definitive root cause has not been determined.

Event description:
The dentist reported this screw fractured. The implant remains placed.